Manufacturer narrative:
(B)(4).

Event description:
Symptoms reported were pain and not satisfied with level of symptom control, only about 25-30% improvement of her urgency symptoms. Patient did increase settings however she hadn't switched programs. Location of symptoms reported was lower part bladder area. Event date for pain in bladder was in (B)(6) 2016. Event date for uti was in (B)(6) 2015. The patient not satisfied with level of symptom control was (B)(6) 2014. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Additional information was being requested from the patient regarding step taken to resolved the reported issues. Follow up will be submitted if additional information is received.